Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included coughing, sneezing, vaginal dryness, sexual problem, nocturia, painful intercourse, menses irregular, menorrhagia and parity 2. Previously administered products included for an unreported indication: motrin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(unilateral),removal of essure device completely (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, fatigue, alopecia, headache and weight increased had resolved and the psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2009 (as per mr) and date of removal (B)(6) 2018 (as per mr). Left tubal ostia the implant placed with three trailing coils.the same procedure was repeated on the opposite fallopian tube. She tolerated the procedure well. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included coughing, sneezing, vaginal dryness, sexual problem, nocturia, painful intercourse, menses irregular, menorrhagia and multiparous. Previously administered products included for an unreported indication: motrin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(unilateral),removal of essure device completely (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, fatigue, alopecia, headache and weight increased had resolved and the psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2009 (as per mr) and date of removal (B)(6) 2018 (as per mr). Left tubal ostia the implant placed with three trailing coils.the same procedure was repeated on the opposite fallopian tube. She tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received: medical history, patient's aka name, reporter information, rcc added. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, alopecia, headache and weight increased had resolved and the psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain,menorrhagia (heavy menstrual bleeding), general abnormal bleeding,psych injury, vaginal infections, urinary tract infection,fatigue, hair loss, headaches, nausea, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.